Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had not been able to fully charge their ins since implant. It was also reported that it is now taking longer to recharge, and it takes about 30 minutes to get good coupling which started about two or three months ago. It was noted that the patient fell five times in (B)(6) 2016, and typically falls about once a month. No imaging was done after these falls. It was noted that the patient would be following up with their healthcare professional (hcp) in (B)(6). It was also noted that the patient¿s ins was at a level comparable to the level they normally start to recharge from at the time of this report. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare reported that they have no comments on the issues as the patient has not reported any of them. The patient¿s healthcare provider also stated they would schedule an appointment to meet with the patient. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.